Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that sensor glucose read below 40 mg/dl but insulin pump did not threshold suspend. Customer reported that threshold suspend was set at 80 mg/dl. Customer reported that alarm was not heard and insulin continued to deliver. Customer did not feel well as if blood glucose was low. Customer was advised to upload carelink in order to verify the threshold suspend event.